Event description:
Caller reported a pump malfunction. There was no reported impact to the customer's blood glucose level. Cts assisted caller with resetting the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues reoccur.